Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed during a capture threshold test. Programming changes were recommended. Patient was in good condition before, during and after the event.